Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint is confirmed. Surgical intervention was performed for a vessel occlusion. The exact root cause cannot be confirmed. The device history (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. The doctor completed a left leg angio and intervention on a patient and he utilized the angio-seal for closure. The doctor had accessed the right leg to work on the left leg and the doctor worked on patient's left leg for about one hour and half. Upon completion of case the 6 french angio-seal was utilized. The access on the right side was via micro puncture access kit first, then upsized to a 5 french for the diagnostic portion of left leg. Then, it was upsized to a 6 french 70 cm long merit sheath to conduct intervention into the left leg. When the patient was recovering the right leg was reported as cold and the patient was transferred. The type of procedure performed was a left leg peripheral arterial disease (pad) intervention. A micro puncture kit was used for initial access, then a merit 5 french sheath was used for the diagnostic portion, and a cook 6 french 70cm sheath was used for intervention portion of case. Additional information was received on 03nov2025: a pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. No blood loss was reported. The patient was transferred and suffered from dissection of right femoral artery. Additional information was received on 04nov2025: the procedure was a right common femoral endarterectomy with patch angioplasty, right superficial femoral artery (sfa) endarterectomy with patch angioplasty. The closure device footplate had induced dissection that was flow-limiting in the common femoral artery. Unfortunately, it extended into the sfa requiring a separate arteriotomy with the separate patching and repair.

Manufacturer narrative:
E3: occupation: coordinator. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.